Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that while troubleshooting insulin did not exit. During the high pressure test the insulin pump did not alarm no delivery. The high pressure test failed. Customer's blood glucose level was 14 mmol/l. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. A water filled reservoir was used during testing; observed liquid exit the tubing during bolus deliveries. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, stained lcd resilient cover, and scratched reservoir tube window.